Event description:
Pt underwent mitral valve papillary fibroelastoma. A 32-french chest tube was placed in the diaphragmatic sulcus. The sterile fluid was not instilled into the chest drain system at the time of surgery. This was discovered when the pt arrived at the ICU. The sterile fluid was instilled in the chest drainage system at this time. Without water in the atrium, there is a potential for the pt to get air from the chest tube drainage system into the lungs. We recommend to the MFR: add colored cap to atrium suction fill port to indicate water has been instilled. Increase water color contrast (currently light blue) for visibility and place syringe at top of atrium next to fill port.

Manufacturer narrative:
The first step in the instructions for use state fill water seal to 2 cm line - the water seal must be filled to the 2 cm fill line for system operation and air leak detection. Add 45 ml of sterile water or sterile saline via the suction port location at the top of the drain. Eighty six user error.